Event description:
A malfunction alarm was reported due to cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to perform a pump reset, after which the error code did not reappear, allowing the customer to successfully start their sensor session.